Event description:
A complaint of right-side rupture of the pt's gel-filled mammary prosthesis was received by mentor on (B)(4) 2013. This complaint is asr reportable. However, prior to submission of the asr report, mentor received a letter of representation from the pt's attorney on (B)(4) 2013. Therefore, the "date received" is noted as the date the notice of litigation was received by mentor. Upon receipt by mentor, the complaint device contained clear gel and weight 642.5 grams. The attorney's letter of representation instructs mentor to refrain from performing any destructive testing of the returned device, which would include leak testing and microscopic examination. During the limited gross eval, pe observed a severe rent in the shell of the device. Without the benefit of leak testing and microscopic examination, no further conclusion as to the cause of the rent can be determined at this time.